Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2006. On an unknown date, the patient experienced a mesh erosion on the apex of the vaginal vault, measuring one centimeter by one centimeter in size. In 2008, a revision of the mesh erosion was performed.